Event description:
It was reported that the patient presented to the emergency room after the lead integrity alert (lia) triggered. The right ventricular (rv) lead had a possible fracture with high pace/sense impedance, oversensing and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg implantable cardioverter defibrillator (ICD), (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2002. (B)(4).